Event description:
Additional information was received from the patient. Pt reported they did not meet with their physician. Their stimulator was caught in one pattern and so they couldn't open up stimulator to group a program 1. Pt reported the stim is behaving normally now. The issue has been resolved. It is difficult rather impossible to reach anyone in the evenings and during the night. Patient wants to know how to reach someone after hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was in the last week the patient noticed that if they do a little more exertion and move around more then the next day the implanted neurostimulators battery would go from 90% to 70%. Patient said this had been happening more often and quicker in the past two weeks. When implanted a year ago they were recharging twice a week but now in the last couple weeks they noticed the ins had to be charged more frequent. Yesterday the patient did not do that much exertion but the battery was down to 40% in the afternoon. Pt noticed the ins use to drop by 10 but now it drops from 90% to 70% battery. The patient was redirected to their healthcare provider to further address the issue. Patient said the last time they were in the doctor's office to have the stimulator recalibrated they wanted it so that they were not feeling the vibration even when they were lying down so they were given group a program 1. Patient could not remember the exact low numbers they were at but they did not think they were having any pain and they wanted the vibration to disappear. No symptoms were reported.